Event description:
It was reported that lens tore while being delivered into the patient's eye. The incision was enlarged. No other information was provided. Additional information has been requested, but has not been received. Reference MDR # 2031924-2014-00120 for the intraocular lens used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.